Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm 12.5 implantable collamer lens - -14.5/+1.0/150 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation - the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have foreign material on lens surface (fibers). (B)(4).